Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2016 with the following findings: the pump information from date of pi has been overwritten. Unable to confirm or duplicate the complaint during investigation. ¿ez-prime¿ steps were performed correctly. Pump exercised for 24 hours with no csa occurring. The bolus button responds intermittently. No physical damage on button cover. Removed cover- contamination was found. A dim display with red hue letters was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.